Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('I have spasm too') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required) and abdominal distension ("belly swelling- mine isn't that noticeable"). The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension and abdominal pain lower to be related to essure. The reporter commented: implant state: oh. Removal state: oh. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("I have spasm too") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown dates she experienced abdominal pain lower (seriousness criterion intervention required) and abdominal distension ("belly swelling- mine isn't that noticeable"). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension and abdominal pain lower to be related to essure administration. The reporter commented: implant state: (B)(6). Removal state: (B)(6). Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: patient date of birth added, essure insertion and removal date added, "abdominal pain lower " event upgraded to serious incident, narrative updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforating essure at left cornua with normal appearing fallopian tube and ovary") in a 30 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of abdominal adhesions, allergy (darvocet-n 100 nickel nubain ultram wellbutrin), kidney disorder (y - pelvic kidney), heart disorder ({ mt, rhythm, chest pain,valve problems) y .-svt), articular cartilage disorder, dysfunctional uterine bleeding, irregular periods, menorrhagia, pelvic pain female, dyspareunia, polyp of corpus uteri, pain breast and dysmenorrhea. Previously administered products included: ibuprofen, hydrocodone and zantac. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 1869 days after essure insertion, she experienced uterine perforation (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced abdominal distension ("belly swelling- mine isn't that noticeable"). The patient was treated with surgery (bilateral partial salpingectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension and uterine perforation to be related to essure administration. The reporter commented: implant state: oh removal state: oh. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: right and left fallopian tube segments. Two fallopian tubes segments with metallic coils present in lumen spcmen submitted. 1. Right and left fallopian tube segments gross description. Newton, tamara f, partial r fallopian tube with essure, left fallopian tube with essure, formalin two tan tubular segments of tissue are 22cm end25cm long and05cm in diameter both have a thin meta die coil in the lumen that protrudes rom one end. Representative sections are submitted in cassettes a and b microscopic description fallopian tubes are identified microscopically. There is refraction foreign material with foreign body giant cell reaction in one lumen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records fallopian tube perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test .non drug treatment updated .event fallopian tube perforation added .indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.